Event description:
An anterior/posterior repair was in progress when the surgeon noted the suture needle he was using was not as it should have been. In looking at the needle, it was noted that the sharp point was missing. It is unknown at what location on the needle that the surgeon had grasped with the needle holder. In comparing the needle to a packaged one, only a small portion was missing. The pt was x-rayed & no radiopaque foreign bodies were noted. Note: it was originally thought this was an ethicon 2-0 chronic. Ethicon subsequently examined the needle & determined it was not their product.